Event description:
It was reported that during treatment the 2nd day pico single use npwt 10x20cm stopped working. In addition, batteries of the device changed but still didn't work. The patient used dressings for 2 days and later the treatment was resume with a s&n back up device. No patient injuries or other complications were reported.

Event description:
It was reported that during treatment the 2nd day pico single use npwt 10x20cm stopped working. In addition, batteries of the device changed but still didn't work. It is unknown how was the procedure finished. No patient injuries or other complications were reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. The loss of negative pressure wound therapy due to an inoperative or 'stopped' pump will not directly cause or contribute to serious injury or death as the pico dressing can revert to managing the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.